Event description:
It was reported that a unresolvable cadd legacy 6400 with a no disposable pump alarm using cassette lot number 4220003, expiration 11/24/2026. Cadd legacy pump serial number (B)(4). No further details provided and no patient injury was reported.